Event description:
It was reported the pt (B)(6) underwent surgical intervention to remove the scs system, as it was no longer needed due to the pt's improved condition. During the procedure, it was reported the physician experienced difficulty removing the pt's lead. To facilitate explant, the physician had to remove bone growth. The pt required insertion of a temporary drain at the lead site. No further info is available.

Manufacturer narrative:
Product testing was not performed, as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.